Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, zlb00 multifocal iol (intraocular lens) was explanted from patient's left eye (os) due to dissatisfaction. It was also noted that there was a incision enlargement, but there was no patient injury. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Corrected information: the following information was known at the time of the initial report but inadvertently was not included; therefore, it is captured in this supplemental report: through follow up, it was learned that refractive error was not the reason for the explant and the patient did not have blurry vision or any other visual acuity issues. The patient just did not like the design of the multifocal lens. There was no suture or vitrectomy enquired and reportedly, the patient was stable at the time of discharge. Additional information: device available for evaluation: yes. Returned to manufacturer on: 3/7/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site inside of a plastic re-sealable bag, the lens was wrapped into medical dressing. The product was visually inspected with the unaided eye showing the lens was whole and intact. The lens was cleaned and dried, the visual inspection proceeded with magnification and revealed no obvious damage. The complaint was not confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. There were no non conformance's with respect to the manufacturing process. The product was manufactured and released according to specifications. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.